Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, itchy rash underneath the back therapy electrodes. Patient has sensitive skin as well as a nickel allergy. The patient was in the hospital and was given a cold compress as well as benadryl cream for the irritation. During a follow-up, it was reported that the patient's irritation improved after using the prescribed cream while in the hospital.